Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed or reproduced. The assignable cause could not be identified. However, the main batteries were replaced due to restriction of the charge/discharge test. Additional information: the user interface module software version is colleague p1.5(6.63.92).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a battery issue. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available the user interface module software version is unknown at this time.